Manufacturer narrative:
The investigation for the reported controller failure (red alarm) issue has been completed. The product was returned, and the issue was confirmed. Data analysis: complaint date is consistent with complaint intake. Imc logs from the complaint show the following: - several power_mod_1 comm errors - controller error (loss of comm (pbm1)) device analysis: the console arrived in danvers. The controller alarm was caused by pbm communication failure resulting from corrosion due to electrolyte leak from supercaps c69, c70. Per the results of the clinical review and investigation, the root cause was determined to be due to corrosion from components c69 and c70. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic alarm went off for controller failure. The console was switched out without any adverse impact to the patient.